Manufacturer narrative:
The device was not returned for investigation. Bin files were reviewed and showed that at least 10 injections were performed with catheter. Failure files do not show system notices on the date of case. There was no indication of product malfunction. This report will be recorded and trended.

Manufacturer narrative:
The device was not returned for investigation. There was no indication of product malfunction.

Event description:
Information received by medtronic indicated that the patient was diagnosed with bacterial pneumonia post cryoablation procedure. The cryoablation procedure was performed (B)(6) 2013. On (B)(6) 2013, the patient reported shortness of breath, fatigue, cough and weakness. The patient was hospitalized from (B)(6) 2013 and treated with intravenous levaquin. On (B)(6) 2013, chest x-ray was normal and the patient was discharged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.